Manufacturer narrative:
G3): last good faith effort completed on 26 july 2021. H3): the manufacturer was originally informed the device was being returned for evaluation. However, the device has not been returned despite requests from the manufacturer, so no investigation could be completed. This supplemental report is being submitted to correct the event to device not returned. H6): added codes 4755, 4114, 3221, 4315.

Manufacturer narrative:
The manufacturer is anticipating the return of the device for evaluation, but has not received it at this time. (B)(4).

Event description:
It was reported to a philips representative on 09 june 2021 that preparations were commencing for a peripheral atherectomy procedure to begin on (B)(6) 2021. It was reported that a spectranetics turbo elite laser atherectomy catheter was being calibrated. During calibration, the catheter reportedly became so hot that it made a hole in the technician's glove, but required no medical attention. This event is being conservatively reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation, based upon the description provided in the complaint.